Manufacturer narrative:
Failure analysis found failed self-test alarm during self-test due to faulty radio frequency board. Minor scratched lcd window, cracked case near display window corners. (B)(4).

Event description:
The customer reported via phone call that they had repeated failed self-test alarms. Customer reported the alarm occurred twice. The customer's blood glucose was 155 mg/dl. The customer stated the correct bolus amount was recorded in the bolus history during troubleshooting. It was also found the insulin pump passed a self-test during troubleshooting. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.